Manufacturer narrative:
Sc-1200 (sn (B)(6)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had a recent revision (MFR: (B)(4)) and developed an infection. An oozing fluid was noted out of the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a recent revision (MFR: 3006630150-2019-05504) and developed an infection. An oozing fluid was noted out of the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5123745 / 20276929, model/catalog description: avista MRI perc lead kit 56 cm. Model number / catalog number: sc-4319, batch / lot number: 21297260, model / catalog description: clik x MRI anchor.

Event description:
A report was received that the patient had a recent revision (MFR: 3006630150-2019-05504) and developed an infection. An oozing fluid was noted out of the ipg site. The patient underwent an explant procedure.